Event description:
It was reported that: during a pre-use checkout, while performing a pressure leak test, the device would not pass the test. The authorized distributor sales representative stated that the device would achieve a pressure value as high as 50 cmh2o, however, upon ending the flow of fresh gas, the pressure value would drop to zero within a few seconds. The sales representative stated the machine was pulled from use. No patient involvement.